Event description:
The reporter stated the surgeon inserted a micl 13.2 mm implantable collamer lens in the pt's right eye. Haptic deformity/tear seen during insertion. The lens was removed with no pt injury. No sutures. Backup lens was implanted. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Eval codes, method: other (lens work order search. Results: (other) a visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).